Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 03-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who indicated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 75, 69 and 77 mg/dl. The customer¿s expected blood glucose test result range is 90-95 mg/dl am fasting and 100-140 mg/dl 1 hr. After meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/31/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 75 mg/dl date: (B)(6) 2025 time: 9:26 pm 1 hr. After meal, result 2: 69 mg/dl date: (B)(6) 2025 time: 12:07 pm 1 hr. After meal, result 3: 77 mg/dl date: (B)(6) 2025 time: 7:07 pm 1 hr. After meal.